Event description:
In 2007 during operative procedure a davol hubless silicone flat drain was placed in the patient for removal post-operatively at the patient's bedside. Two days later, the nurse attempted to remove the drain but it broke with more than 1/2 the drain remaining in the patient. The drain was not sutured into the abdomen. The patient returned to surgery for removal of the remaining jp drain from the patient's abdomen.